Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This ra lead was being capped.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This ra lead was explanted.

Manufacturer narrative:
This supplemental report was created to update b5 and d4: explant date.